Event description:
In 2005, kinetikos medical, inc, was informed of the explant of a subtalar mba orthopedic implant to address pain reported by the pt seven weeks following the original implant date. The device was not returned to kmi for evaluation.